Event description:
Discordant sodium (na) results were obtained on patient samples on a dimension xpand plus with hm instrument. The discordant results of some patients were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument, resulting lower for all but one sample. The corrected results of some patients were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of instrument data, tsc did not find an instrument malfunction. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of discordant na results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.